Event description:
Healthcare professional reported " left side capsular contracture, baker grade unknown." Device explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, brown particles in the shell, creases fold and deformation device based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported " left side capsular contracture, baker grade unknown." Device has been explanted.